Manufacturer narrative:
A ge service representative performed an onsite investigation. A loose cable was reconnected. The system was then found to be operating as intended.

Event description:
The customer reported the complete loss of system motorization. There is no report of patient injury.